Event description:
The customer contacted baxter's service center regarding a system error 2367 which occurred on the homechoice (hc) during dwell 3 of 4; the patient was not connected. The baxter technical services representative (tsr) reviewed the alarm log and found a system error 2240. The patient line had not separated from the transfer set, the patient had not initiated therapy prior to connecting, and a dummy tummy was not in use. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) had disconnected and had not pressed stop. The supply bag connection had been loose as when the tsr had the hp close the clamps, the supply bag disconnected. The tsr referred the hp to her rn. The hp would complete therapy with manual supplies. Proper procedures were reviewed and no samples were available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.